Event description:
The manufacturer received information alleging the atmospheric pressure sensor and proximal pressure sensor calibration test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at a third-party service center. During the evaluation it was noted that the routing of the internal tubes was pinched causing the atmospheric pressure sensor and proximal pressure sensor calibration test steps had failed on the device. In conclusion, the device's tube was repositioned to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet were replaced for missing on the device, which was unrelated to the reportable issue.